Event description:
It was reported that a patient underwent a second obturator sling procedure on an unknown date. Following the procedure, the patient had no stress urinary incontinence and voided without a problem, but experienced right hip pain. The patient was prescribed muscle relaxants and pain medication by another physician, but has not yet seen the surgeon as she lives 300 miles from him. The patient is reported to be perfectly dry, no urinary symptoms at all, and very happy with the surgery.

Manufacturer narrative:
Right hip pain occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.